Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant of the lv lead, the coronary sinus was reportedly dissected. This was observed via echocardiography tte which showed pericardial effusion. No intervention was undertaken. The issue resolved on its own. In addition, the patient developed atrial fibrillation which was successfully cardioverted. The patient was given anticoagulants and antiarrhythmics drugs. The patient was in stable condition.